Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient presented with scoliosis spinal curve, gait disturbance, bilateral foraminal stenosis l3-4, l4-5, and l5-s1, degenerative disk and degenerative joint disease l3-4, l4-5, and l5-s1, central stenosis l3-4, l4-5, and l5-s 1, and spinal radiculopathy l3-4, l4-5, and l5-s1. The patient underwent open neural decompression and transforaminal posterior right fusion l3-s1 consisting of right-sided transpedicular neural decompression l4, l5, s1, posterior transverse process fusion l3, l4, l5, s1 bilateral, pedicle instrumentation l3, l4, l5, s1 bilateral, cage instrumentation l3-4, l4-5, ls-s1 using crescent system, left-sided transforaminal posterior interbody fusion l3-4, l4-5 and l5-s1 on left. (B)(6) 2010: MRI scan indicated ¿posterior disruption with ligamentum flavum thickening facet arthropathy with foraminal stenosis.¿ (B)(6) 2011 CT myelogram indicated ¿findings consistent with neural compressive disease at the 2-3 level and a solid fusion with no neural compromise at l3-s1.¿ (B)(6) 2011 emg nerve conduction study indicated ¿patient has acute compromise at l2-l3 and l3-l4 levels, left greater than right. (B)(6) 2011 bone density analysis indicated ¿the patient as having a hip density of -1.17 which is less than it was some 5 years ago.¿ (B)(6) 2011 patient presented with symptoms centered around her low back and to her anterior thighs bilaterally patient has failed epidural injections and physical therapy. Patient described intermittent loss of bladder function consistent with myelopathic disease. Patient underwent revision surgery with emg monitoring. Surgery consisted of neural decompression, structural stabilization and fusion, and extension of fusion to l2-l3. Intraoperative repair of durotomy at l2 with adjuctive laminectomy. Operative notes indicate significant ¿scarring¿ noted at l3 nerve roots. (B)(6) 2011 the patient presented for follow up office visit. 3 months post-op from revision/extension of fusion from l2 to l3 to s1. Patient is having stress urinary incontinence symptoms as well as polydipsia. Continues to have post-op radicular pain symptoms in lateral hip area on left. Clinically, wound is healing nicely. Some mild weakness. X-rays taken in office reveal well positioned implants (B)(6) 2011: emg and nerve conduction studies and found to have acute compromise on left and right bilateral the l2-l3 and l3-l4 levels. (B)(6) 2011: follow up office visit. Patient still has radicular pain and numbness. Patient currently undergoing physical therapy. Symptoms could be due to metallic implant irritation or adjacent level failure of bone continuity and structure. Patient has bilateral degenerative arthritis of the knees. ¿the foci of her discomfort and pain were marked on the metallic images, and an ap shows that one source of pain seems to be the left facet at the l1-l2 level. Then there is another area of discomfort and pain immediately at the posterior process of t11, t12, or t10¿ then additionally on either side overlying what appears to be the si joints lateral to the insertional sites and locations of the s1 pedicle screws¿¿ (B)(6) 2011: emg/nerve conduction study lower extremities indicated ¿mild permanent nerve damage on left at l2, l3, l4. This would adversely affect and cause weakness, numbness, and pain possibly to the left front of your thigh, the left inner aspect of your thigh, the left front and inner part of the front of your left calf. This is permanent. As compared to a study done 6 months ago, evidence of permanency is noted. No evidence of any ongoing deterioration, ongoing or persistence of pressure against this nerve is noted... The indication of this study definitively identifies that all pressure was relieved off these nerves and they were allowed to progress to whatever status they were at the time of the surgery. There is no evidence that any additional damage to the nerves was performed at the time of surgery. In fact, it implicates quite definitively that the surgery itself was the contributor to removing the pressure off of the nerves and allowing them to quit deteriorating.¿ (B)(6) 2011: office visit. Radiographic examination of lumbar spine shows excellent proliferation of lateral bone with solid fusion from l3 to sacrum. No failure of implants noted. However, there is a lack of calcification of the osteoid formation within disc space which might be consistent with age. Patient still has numbness primarily at l2, l3, l4 on the left with some burning and aching. CT of thoracic spine has some areas of degeneration but nothing overwhelming. Doctor feels that pain is caused by lack of muscular rehabilitation. Patient has inability to ambulate along with fixed flexion deformity. Patient given butrans 10 mg. It was reported that the patient allegedly sustained severe lumbar pain and radiculopathy bilateral hips, thighs, distal legs and feet secondary to nerve root compromise at l2-3, l3-4 bilaterally, left greater than right, with axonal loss denervation affecting anterior primary rami innervated muscles bilaterally.